Event description:
Reportedly, valve was implanted in 2008 to correct mitral regurgitation. After implant, severe regurgitation (level 3) was observed from the central area of the valve on echo. Valve was explanted. Regurgitation was reportedly due to a suture loop.

Manufacturer narrative:
Other - device not returned.